Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse discovered that the power cable from the switch to the transformer had melted and burned. The fse proceeded to replace the power cable and transformer to resolve the issue. Failure mode of the event is attributed to the power cable. (B)(4).

Event description:
The customer reported that the unicel dxc 880i synchron access clinical system was not communicating with the console. Customer technical support (cts) assisted the customer with troubleshooting over the telephone and upon restarting the analyzer, the customer observed a spark and smelled a burned smell. There were no flames or smoke and the fire department was not called. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury. The customer stated that erroneous results were not generated and there was no change or affect to patient treatment in connection with this event. The customer powered off the analyzer and unplugged the power cable from the power source.